Event description:
It was reported that when moving the monitor during transport, the cardiosave intra-aortic balloon pump (iabp) gave an error sound, and the startup mode was not recovered. It is unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue when a shock was applied to the coil cable connector (main unit side). To fix the issue, the fse cleaned the connection connector (main unit side and video generator board side) and the symptom was improved. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected field: g1 (contact person ¿ mfg site).

Event description:
N/a.

Manufacturer narrative:
All safety, functionality, and calibration checks were performed and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that when moving the monitor during the transport of a patient, the cardiosave intra-aortic balloon pump (iabp) shutdown unexpectedly and gave an error sound. The startup mode was not recovered. No patient harm, serious injury or adverse event was reported.